Manufacturer narrative:
(B)(4). D6a: implant date in 2009 or 2010. D10: cat: 00631006236 lot: 61246255 liner 10 degree elevated rim . H6: suggested component code: mechanical (g04) ¿ head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 15 years post-implantation, the patient underwent a hip revision due to suspected metallosis. There was a head and liner exchange. It was reported that no further information is available.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).